Event description:
It was reported that the patient had two implants and had issues with both devices almost immediately after implant. The patient stated that her toes would curl, she had horrible pains and the ''boxes would zap'' her at times. In 2010, the patient had the stimulator on the left side removed. ((B)(4)).

Manufacturer narrative:
Product ID 3889-28, lot # v318140, implanted: (B)(6) 2009, explanted: 2010, product type lead; product ID 3889-28, lot # v318140, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type extension; product ID 3058, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer; product ID 3037, serial # (B)(4), product type programmer.